Event description:
The patient received two leads with the same lot number. It was reported the patient required additional lower back coverage. As a result, an MRI was needed to determine paddle placement in efforts to increase pain coverage. Surgical intervention was undertaken explanting and replacing the scs system with a new one.

Manufacturer narrative:
(B)(4). Evaluation, results: the complaint was not confirmed. According to the event summary, the leads were explanted so that an MRI could be performed for a paddle lead placement. There was no alleged device failure to meet specification, as per 56-0258, no checklist was initiated. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.